Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5084639) that a female patient who underwent revision breast prostheses implantation with saline mentor smooth round moderate profile 200cc breast implants developed grave¿s disease (hyperthyroidism), hypothyroidism, food allergies, ibs, sibo, candida, asthma, adrenal exhaustion, and sinus problems. The left implant deflated and was explanted and replaced with saline mentor smooth round moderate profile 200cc, catalog number 3501625, lot number 5811511 on (B)(6) 2008. The non-deflated device was removed on (B)(6) 2019. The root cause of the patient's symptoms are unclear. This report is for the left side. See medwatch report 1645337-2019-11860 for contralateral side. The lot numbers and associated dates of implants provided in mw5084639 are not in line with the manufacturing dates of the reported complaint devices. As a result, this report includes the lot number most likely pertaining to the date of implant specified for this event in mw5084639. If additional information is received in the future, a supplemental report will be submitted. See medwatch reports 1645337-2019-11852, 1645337-2019-11853, and 1645337-2019-11863 for the additional events related to this patient.